Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 30 august 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). A ntw (lot: 40521a1075) was chosen for implantation. The clip was oriented in the left atrium and positioned to move below the mitral valve but there was a noticed decrease in ejection fraction. The mr at that time also looked worse than when the case started. The patient had been in rapid atrial fibrillation and cardioverted on the table before the procedure began which likely lead to some stunning of the left ventricle. The coaptation gap also at this time were noted to be bigger than at the start of the procedure. A intra-aortic balloon pump (iabp) was placed to stabilize the patient. Grasping was made once the patient stabilized hemodynamically but the large coaptation gap made it very difficult. The posterior leaflet was not long enough to grasp, physician tried multiple grasping attempts without success. The procedure was aborted. The procedure ended with mr unchanged grade 4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping appears to be related to patient conditions and due to large coaptation gap and a short posterior leaflet. A cause for the reported heart failure/congestive failure and decrease in ejection fraction (test results) cannot be determined. Heart failure is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). A ntw (lot: 40521a1075) was chosen for implantation. The clip was oriented in the left atrium and positioned to move below the mitral valve but there was a noticed decrease in ejection fraction. The mr at that time also looked worse than when the case started. The patient had been in rapid atrial fibrillation and cardioverted on the table before the procedure began which likely lead to some stunning of the left ventricle. The coaptation gap also at this time were noted to be bigger than at the start of the procedure. A intra-aortic balloon pump (iabp) was placed to stabilize the patient. Grasping was made once the patient stabilized hemodynamically but the large coaptation gap made it very difficult. The posterior leaflet was not long enough to grasp, physician tried multiple grasping attempts without success. The procedure was aborted. The procedure ended with mr unchanged grade 4.